Event description:
It was reported that (1) device was used during an anterior bowel resection. It was reported by the affiliate that the tl60 was applied to sigmoid colon and fired. The bowel was transected with bowel clamp on proximal segment. When the stapler was removed, the staples were found to have only advanced from the cartridge a few millimeters. The bowel was not stapled at all and none of the staples had started to form. The surgeon states that the firing handle closed fully and the locking catch engaged. The surgeon opened another tl60 instrument to complete the case without any further incident.